Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump did not charge on the charging pad, which did not light up or deliver power despite correct pump placement and attempts with an alternate wall outlet, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, aligning with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.